Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead had elevated high thresholds and no capture. The lead had diminished sensing and undersensing which was reproducible during device check. The lead was reprogrammed and remains in use. It was further reported that the rv lead had high thresholds. The lead was reprogrammed and remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had low pacing impedance and oversensing. The lead continues to be monitored and remains in use. It was further reported that the right ventricular (rv) lead warning was triggered due to low pacing impedance. The lead was manually checked but the low pacing impedance could not be reproduced. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.